Manufacturer narrative:
¿Failed primary stability¿ is defined as an implant removed on the day of operation due to the failure to achieve biomechanical stability upon implant insertion. This is a result of the doctor¿s decision and does not relate to the quality of the implant itself. Paltop IFU warns the user of the potential for the implant to fail. Numerous factors influence the stability of a newly placed implant such as bone quantity and bone quality, implant geometric design, surgical technique, and insertion torque (turkyilmaz, I., mcglumphy, e. A., 2008). In addition, implants that are placed immediately following the extraction of a previous implant are also at high risk of failing to achieve primary stability (pelayo, m. P.,2008). Removing a failed implant leaves the implant site in poorer condition, and the cause of the first implant's failure may well affect the second one.

Event description:
Failed to osseointegrate.